Event description:
It was reported during a routine check conducted by the customer, the cs100 intra-aortic balloon pump (iabp) monitor is blinking. No patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted once all investigation activities have been finalized.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, component codes, investigation conclusions, h11 a getinge field service engineer (fse) evaluated the unit and replaced the video generator board to resolve the issue. Fse confirmed the iabp is working fine.